Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was for a good 2 months the pt could not increase their therapy settings for they got settings not available. Then for the last week the ins battery would not last as long in charge. The pt would charge the ins to 100% and by 3pm its dead in charge which was not normal for it should last until the next night. Pt recharged the ins to 100% battery last night around 10 pm and right now it was around 30% battery. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was premature/abnormal ins depletion. Ins was unable to charge. The pt worked with other field reps regarding troubleshooting. Patient worked with other field reps regarding impedance issues/not being able to recharge her device. Provider replaced the device with new scs system. The issue was resolved with replacement. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 97792 lot# serial# unknown implanted: explanted: product type accessory product ID 97792 lot# serial# unknown implanted: explanted: product type accessory product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the settings not available was that one lead was no longer connected, patient though from a fall and scar tissue, and it was not working. The patient saw their manufacturer representative and they tried resetting and would be in touch with the patient's surgeon to make a plan. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's surgery was moved to (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's doctor was going to replace the battery, reconnect the pulled out lead and try to remove scar tissue. The patient noted they had no appointment set yet until after their CT scan.